Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had return of tremor symptoms since the day before. The "orange" light was lit on the patient programmer. The stim was turned back on and the patient's symptoms were to be monitored. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead 3387s-40 stimloc dbs, lot # v639995, implanted 2011-(B)(6); lead 3387s-40 stimloc dbs, lot # v637945, implanted:2011-(B)(6); extn kit 7482a40 quad low imp/prfl 40cm, lot # nhu222123v, implanted: 2011-(B)(6); extension 7482a dbs low profile extension, lot # nhu227977v, implanted: 2011-(B)(6); programmer, patient transmitter 7436, lot # nfu014437p.